Event description:
Additional information was received 28 may 2026. Resistance was encountered upon insertion and advancement of the sheath due to scarring at the access site. Resistance was not encountered during insertion of other devices through the sheath. The separated portion of the device was completely retrieved, and there were no adverse effects to the patient.

Event description:
As reported, during a procedure involving an arteriovenous fistula in the left arm, a flexor raabe guiding sheath unraveled and separated. Access was obtained in the right common femoral artery. The access site was scarred, and access was reportedly difficult. The anatomy was not stenosed. Upon attempted removal of the sheath from the groin, the physician reinserted the dilator and began to pull the sheath out; however, resistance was encountered and the sheath ¿broke apart¿ and elongated and could not be removed. Per the reporter, approximately twenty-five centimeters of the sheath and hub came out of the patient, with the coiling visible on the sheath, while the remaining sixty-five centimeters remained in the patient. The physician gained access into the left arm to snare and remove the sheath. Per the reporter, the physician also performed a cutdown in the left arm for sheath removal. Upon return and initial evaluation of the device, the tip of the dilator was split, and the sheath was separated and unraveled. Other manufacturers' devices were also returned to cook. Additional information has been requested but is not available at this time.

Manufacturer narrative:
H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b5, e4.this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.